Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient who reported that the circumstances that led to the ins turning is that their cord to the back for charging got hot and didn't work anymore. Patient hand unit gave a code that medtronic said was the back charging code. When asked what steps were taken to resolve the ins turning off, patient stated that they called and a new cord was mailed to the patient over-night.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device and an implantable neurostimulator (ins). The reason for call was due to difficulty recharging the ins. The patient reported that the controller was "acting up" because they were getting system problem rm03 on the screen and the ins was shutting off on its own. It was taking a long time to recharge the ins, noting that they spent 2.5 hours recharging the ins, and only gets the ins charged to 60%. When rm03 appears on the screen they were unable to recharge the ins. Patient services reviewed rm03, and asked if the recharge telemetry module (rtm) was getting hot. The patient stated that the rtm was "maybe" getting warm, but was unable to clarify where on the rtm it was getting warm at. Patient services reviewed how the ins can be turned off. The patient stated that the ins may have turned off due to a low ins battery, but noted he was flustered on the phone so patient services did not further clarify or troubleshooting. The patient tried charging the ins, and reported seeing recharging excellent, with the ins at 40%, and the controller at 80%. The patient reported seeing rm03 appear shortly after on the controller. The issue was not resolved through troubleshooting.